Event description:
Paramedics attended to a 57 year old male diagnosed in cardiac arrest. The operator attempted to administer a countershock to the pt, however the device allegedly failed to discharge. A backup paramedic crew arrived and administered a countershock to the pt using another defibrillator. The pt was transported to the hosp but died 3 days later.